Event description:
The cardiologist attempted arteriotomy with a techstar xl 6 fr pvs device. The needles reportedly stalled after about 1 - 2 cm of deployment. The cardiologist returned the handle to the super back down position before checking needle position of fluoroscopy. Fluoroscopy showed that the needle tips remained just outside the needle guide on super back down. The cardiologist redeployed. One needle presented, but fluoroscopy showed the second needle presented outside the barrel. The pt was taken for surgical removal of the device. Surgery was successful and the pt did fine. The cardiologist was sure that the barrel hub was locked in place prior to neelde deployment and that the suture lumen had not been clamped. He believed that the needle hit a calcified plaque and was deflected from its intended track. Further attempts to retrieve the device and obtain further info have met with resistance from the hosp staff.